Manufacturer narrative:
Investigation into the event showed that repeat analysis yielded reproducible results in the expected range. The customer states they have observed similar occurrences with other assays. These samples are from the emergency department, and spun prior to being received in the lab. With the customer, it was determined that the ed was not following the tube manufacturer's recommendations for clotting time, and that the centrifuge rate was set higher than the manufacturer's recommended rate of 2400 rpm. The root cause of the event is user error in using improper sample preparation.

Event description:
A customer observed positively biased k+ results on a patient sample tested on the vitros 5.1 fs analyzer. The biased result was not reported. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event.